Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (caller) regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the caller stated the handset was glitching and every time the time changes, it was cheating the patient out of a dose of medication per day. The agent reviewed daylight savings and how it relates to the pump/bolusing then redirected the caller to the patient's managing healthcare provider (hcp). The caller mentioned they went to the doctor last year and the doctor at that appointment didn't know anything. The agent reviewed resources available to hcps. The caller reported the patient has been having issues with the handset connecting to the pump since implant but the patient got a new communicator because the initial communicator "stopped working all together". The agent walked caller through clearing data on the handset. The caller confirmed they were able to successfully connect to the pump. The agent reviewed communicator placement considerations. The patient mentioned they have had 5 pumps.